Manufacturer narrative:
The product has been received for analysis. This report will be updated after completion of analysis. Visual inspection noted no irregularities on this device, the header was firmly attached to the device casing and setscrews could move freely. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion (nbd). Upon further review, it was noted that the device had been programmed to single zone only, and possible causes were discussed with technical services (ts). Follow up information revealed that the physician had reprogrammed the device to single zone only as the device had previously stored episodes where inappropriate anti-tachycardia pacing (atp) and inappropriate shocks were delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated after completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion (nbd). Upon further review, it was noted that the device had been programmed to single zone only, and possible causes were discussed with technical services (ts). Follow up information revealed that the physician had reprogrammed the device to single zone only as the device had previously stored episodes where inappropriate anti-tachycardia pacing (atp) and inappropriate shocks were delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). No adverse patient effects were reported.